Event description:
As a follow up to the facility's original submission, the facility is notifying FDA that the pt expired on march 4, 2000.

Event description:
A 6.0 preformed cuffed tracheal tube was inserted nasally with direct laryngoscopy. Following placement there was an absence of breath sounds. Direct laryngoscopy was repeated. Differential diagnosis was made and appropriate interventions taken. A stat chest x-ray was done. A cricothyroidectomy was performed. The tarcheal tube was removed and the x-ray revealed the tube was kinked on itself above the cuff.